Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported the patient was brought into intensive care unit the day before the report because she was displaying symptoms that indicate there was an issue with the pump. Per the reporter the patient had pain and rigidity and wanted to have someone check the patient¿s pump. The patient¿s family tried to reach the patient¿s managing physician but couldn¿t get through to him and he was at a different medical center. The reporter stated that he had been pleading with these ¿medical people¿ for 6 hours but no one at the hospital was apparently checking the pump. The pump was used to deliver baclofen. Additional information later reported that a bridge bolus was incorrectly performed. The patient had been admitted to the hospital wednesday (B)(6) 2013, suffering from a seizure. Per the reporter she was called to check the pump. The pump had been refilled on tuesday (B)(6) 2013. The patient had a 40ml pump but reported the 8840 programmer showed 1ml in the pump and a low reservoir alarm had occurred. Per the reporter the hcp reported he had changed the concentration and per the report it showed the concentration change and refill date of (B)(6). The patient was on flex dosing. The pump logs showed (B)(6) 2013 as the low reservoir date and the last refill date of (B)(6). Per the reporter it appeared the patient was in withdrawal; the patient was not having any symptoms of overdose except for the seizure, the patient¿s symptoms appeared to be more withdrawal. The patient was alert, her eyes are open, and the patient responded when the reporter walked in the room by turning her head and looking at her. It was noted that there were no hcp¿s at the facility that currently wanted to deal with the pump. The reporter planned to contact the neurosurgeon to discuss the patient¿s dose and possibly adjusting it. The hcp had agreed to adjust the dose back to 846 mg/day but wanted it at the simple continuous rate. It was later reported the patient was ¿doing ok and had been discharged from the hospital.

Manufacturer narrative:
(B)(4)

Event description:
Additional information later reported the patient was being treated for an apparent baclofen overdose but it was determined that it was actually underdose due to the pump never being successfully programmed on the day of the refill. The pump was reprogrammed by an hcp at the hospital and the patient apparently recovered.

Manufacturer narrative:
(B)(4).